Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 5 months post implant of a 29 mm sapien 3 valve, the patient presents severe pulmonary stenosis with a peak gradient of 77 mg hg and a mean gradient of 44 mmhg. The patient also has severe pulmonary insufficiency and is scheduled for a possible thv in thv procedure on (B)(6) 2022.

Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for stenosis and central regurgitation were unable to be confirmed as medical record or relevant imagery not provided for evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that in this case the thv was implanted in a pre-existing unknown repair device at pulmonic position. At the time of the implant, this was considered off-label. As reported, 'approximately 4 years 5 months post implant of a 29mm sapien 3 valve, the patient presents severe pulmonary stenosis with a peak gradient of 77mg hg and a mean gradient of 44 mmhg. The patient also has severe pulmonary insufficiency (central). The patient underwent a successful valve in valve (vinv) procedure with a 29mm sapien 3 valve'. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, insufficient information is provided for evaluation. Therefore, the root cause of stenosis observed 4 years and 5 month post-implantation is unable to be determined at this time. Valve stenosis impacts proper leaflet functionality/ coaptation, which results in central regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to b5 based on additional information received.

Event description:
It was initially reported by the field clinical specialist (fcs), approximately 4 years 5 months post implant of a 29mm sapien 3 valve, the patient presents severe pulmonary stenosis with a peak gradient of 77mg hg and a mean gradient of 44 mmhg. The patient also has severe pulmonary insufficiency and is scheduled for a possible thv in thv procedure. Per follow up from the fcs, the patient underwent a successful valve in valve (vinv) procedure with a 29mm sapien 3 valve.